Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient felt a burning, irritating, sensation in their rectum so the doctor had then change programs. They developed a pain (knife stabbing) in their eye. They turned stimulation totally off and the left eye pain subsided within 15-30min. They changed the program and felt stimulation on the opposite site of where the stimulator is implanted. The patient to follow up with  hcp if they cannot find a program that targets the pelvic floor / helps with symptoms.